Manufacturer narrative:
(B)(4). Concomitant medical products - oss cemented im stem, catalog #: 150366, lot #: 693740; oss poly femoral bushings 2 pk, catalog #: 150477, lot #:626620; oss poly tibial bushing, catalog #: 150476, lot #: 669520; oss axle, catalog #: 150480, lot #: 050780; oss tibial poly bearing 12 mm, catalog #: 150410, lot #: 970950; oss reinforced yoke, catalog #: 150493, lot #: 324820; oss poly lock pin, catalog #: 150478, lot #: 702690; oss mod prox tib 9 cm, catalog #: 150443, lot #: 801300; oss 3 cm resurfacing femoral, catalog #: 150350, lot #: 416570. The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were reported for this event: 0001825034-2017-04346. Product location unknown.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient allegedly experienced a fracture sensation. Approximately one month later the patient underwent a revision procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this report is a duplicate of MFR number 0001825034-2017-02309. This report should be voided.